Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient has a pertinent medical history of critical aortic stenosis without symptoms of decompensation. The size of the valve was determined based on CT scan and was not borderline. The aortic angle was 52° in 3 cusp overview, and 48° in cusp overlap. Pre-dilatation was performed. During implant, the valve was positioned at 3-5mm, however it "slowly slipped out of the annulus." At 80%, the implant depth was 3mm and 5mm. There was enough calcium to allow anchoring of the device. All 3 retainer tabs were confirmed to release. The guidewire was pulled mid ventricle prior to withdrawing the delivery system. The valve completely dislodged and moved upwards 5-7mm into the aortic arch after the delivery system was removed. There was no tension in the delivery system at the time of release; the delivery system was in neutral position. There was no entanglement with the navitor and delivery system. The embolized device did cause partial/complete obstruction of blood flow. The valve was not repositioned with a snare. The cause of the embolization was a pop-up phenomena. A second 27mm navitor valve was successfully implanted via valve-in-valve; no post-dilation was required after the second valve was implanted. On (B)(6) 2024 in the afternoon, the patient passed away due to filling and coronary obstruction. There are no allegations of malfunction with the second navitor valve.

Manufacturer narrative:
An event of device migration, obstruction, and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and the medical review, the reported device migration could not be conclusively determined. The cause of the reported obstruction appears to be related to procedural complication (device migration). The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). The cause of the reported death appears to be related to procedural complication (coronary obstruction). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 4582 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient has a pertinent medical history of critical aortic stenosis without symptoms of decompensation. The size of the valve was determined based on CT scan and was not borderline. The aortic angle was 52° in 3 cusp overview, and 48° in cusp overlap. During implant, the valve was positioned at 3-5mm, however it "slowly slipped out of the annulus." At 80%, the implant depth was 3mm and 5mm. There was enough calcium to allow anchoring of the device. All 3 retainer tabs were confirmed to release. The guidewire was pulled mid ventricle prior to withdrawing the delivery system. The valve completely dislodged and moved upwards 5-7mm into the aortic arch after the delivery system was removed. There was no tension in the delivery system at the time of release; the delivery system was in neutral position. There was no entanglement with the navitor and delivery system. The embolized device did cause partial/complete obstruction of blood flow. The valve was not repositioned with a snare. The cause of the embolization was a pop-up phenomena. A second 27mm navitor valve was successfully implanted via valve-in-valve; no post-dilation was required after the second valve was implanted. On (B)(6) 2024 in the afternoon, the patient passed away due to filling and coronary obstruction. There are no allegations of malfunction with the second navitor valve.